Manufacturer narrative:
Findings: unit gave an unexpected frozen display during displacement test followed by an unexpected constant audio tone. Problem isolated to m/b. Unit received with all buttons responding properly. Unit received with cracked case at display window corners and display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 63 mg/dl. The customer was treated with apple juice. The customer stated that none of the keys are working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.